Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and migration. The patient reported becoming aware of the events approximately nine years post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter placement was acute thrombus extending from the right popliteal vein up into the external iliac vein on the right. Two days prior to the index procedure the patient was seen at the doctor¿s office with a swollen right lower extremity and had previously varicose vein surgery with negative duplex scans. The filter was placed via the right common femoral vein and deployed at the level of l2-l3 followed by attempts at chemical and mechanical thrombectomy of the iliofemoral system on the right and then placement of a fountain thrombolytic catheter for catheter-directed thrombolysis. Pre-deployment cavogram revealed the renal veins to be at the l1 level. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and migration could not be confirmed or further clarified. Inferior vena cava (ivc) filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including tilt and migration. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, two days prior to the index procedure the patient was seen at the doctor¿s office with a swollen right lower extremity and had previously had varicose vein surgery with negative duplex scans. A computerized tomography (CT) angiogram revealed an acute thrombus extending from the popliteal vein all the way up to the right external iliac. The patient underwent placement of an optease type retrievable inferior vena cava (ivc) filter, for right iliofemoral deep vein thrombosis (dvt). Both groins were prepped and draped in standard fashion. Using seldinger technique, the right common femoral vein was cannulated, and a guidewire was placed in the inferior vena cava. A cavogram was performed revealing the renal veins to be at the l1 level. The optease filter was placed at the l2-l3 level, followed by attempts at chemical and mechanical thrombectomy of the iliofemoral system on the right and then placement of a fountain thrombolytic catheter for catheter-directed thrombolysis. According to the information received in the patient profile form (ppf), the patient reports migration and tilting of the filter, becoming aware of these events approximately nine years after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and migrated. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and migration events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including tilt and migration. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.